Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer (fse) reported that the legacy full-height cubie drawer was assessed and determined to require replacement after recovery attempts and resetting all cable connections revealed multiple age-related issues, including unavailable control boards. The fse confirmed that the drawer was swapped out for a new enhanced style and noted that while the customer experienced some delays and medication dispensing impacts, medications were reloaded to alternate locations to support users. The fse completed diagnostics to verify overall system functionality and confirmed that the system was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pockets were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.